Event description:
It was reported that the pump touch screen was on, but the display remained greyed out. Despite the display problem, there was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy.